Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify frozen screen and pump error 40 alarm due to critical pump error noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had a multiple pump error alarms and they received open book image on the insulin pump's screen. Customer stated that the event was happened at the time of swimming. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was unable to clear the alarm by selecting ok button. Customer stated that insulin pump turns off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.